Event description:
It was reported during an avm treatment procedure, the catheter broke off at approximately 20cm from the distal tip. The broken segment was reported remaining in the pt. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval. (B)(4).